Manufacturer narrative:
Date of birth: patient year of birth is (B)(6). Additional information and the return of the device has been requested. Without a device, serial number or lot number, the device history records review could not be completed.

Event description:
It was reported that a collapsed implanted disc was revised due to pain. The device was alleged to have reportedly malfunctioned.

Manufacturer narrative:
A1: (B)(6), b4: 24-aug-2021, d4: model number: 6mm xl large, catalog number: cdl-637l, serial number: (B)(6), lot number: h80007732, expiration date: 30-apr-2018, d6a: the implantation date it was reported as 2013, g3: 24-aug-2021, g6: follow-up #1, h2: additional information, device evaluation, h3: yes, h4: device manufacturer date: 09-apr-2013. H6: type of investigation: 10 - testing of actual/suspected device, 3331 - analysis of production records. H10: a review of the lot history records for this device did not reveal any relevant non-conformances to device specification. The device was received not intact. No radiographs, microbiology or pathology reports were provided. It was not possible to assess the potential role of surgical technique or patient selection based on the paucity of information provided. The risk management files were reviewed and no new risks were identified in the available reported information for this pe that require any changes to the current fmea, risk analysis, or labeling. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences. As such, we are reporting this incident to err on the side of caution. Spinal kinetics' post-market surveillance procedures require multiple attempts to gain as much detailed information as possible regarding the reported event. Based on the limited information provided, the device did not malfunction and it was not possible to determine the cause of the complaint.

Event description:
Patient with two m6-c and acdf revised due to collapsed m6-c. Both devices were explanted. The devices were intact at the time of removal.

Manufacturer narrative:
(B)(6). B5: patient with two m6-c and acdf revised due to collapsed m6-c. Both devices were explanted. The devices were intact at the time of removal. H10: radiographs showed evidence of one of the two devices collapsed, placement and sizing are appropriate. The images also show evidence of a fusion added on an unknown date. This devices were implanted along with a fusion at another level. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences. This is one (1) of two (2) reports submitted on this event.